Event description:
Daughter called into the office to say she was preparing to drain pleurx catheter and the one piece that should be in the inside sterile package, the pleurx valve cap, was in the outside of the larger package. There have been 2 kits so far like this.